Manufacturer narrative:
(B)(4). Per results of investigation, the carefusion failure analysis (fa) lab received the vela ventilator suspect component and installed it on a known good unit. The unit was powered on in operating mode for testing and the reported issue was duplicated. The measured voltage was below the acceptable range, indicating the beginning of a resistor failure. The suspect component will be stored for further investigation.

Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported, "ventilator inoperable (vent inop) on the vela ventilator. The customer reported patient involvement but no allegation of patient injury/harm. The reported device is available for evaluation when a replacement part have been received.